Manufacturer narrative:
(B)(4). A device analysis was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. However, the reported issue was confirmed through the sample evaluation. The hc passed homechoice rite electrical safety analyzer testing and temperature verification. It was determined to be caused by a deteriorated piston foam. The piston foam was scrapped. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During the evaluation of a returned homechoice (hc) device, it was determined the hc failed fluid volume accuracy testing. No additional information available.